Manufacturer narrative:
Philips received a complaint from the customer on the v60 indicating that the device went into standby mode and airflow was stopped after the spo2 value for the patient on the monitor dropped. Further good faith efforts (gfe), yielded additional information stating that the patient was noted to have experienced a desaturation of peripheral oxygenation (spo2) from approximately 95% to 81% during the event in question. The device was in use on a patient at the time the reported issue was discovered. Patient harm has been indicated. Based on the information currently provided and available, the complaint record shall be escalated to a serious injury based on the patient metric values provided regarding the noted desaturation of spo2. Furthermore, device cause and/or contribution to the patient harm incurred cannot be refuted nor confirmed currently. The customer was utilizing a non-approved patient interface (f&p nivairo) during clinical use. The interface has not been validated for use with the v60 ventilator, as such, the device performance cannot be guaranteed with use of the interface in question. No information was obtained or provided about the customer receiving oral care, medications, or whether or not they were removed from the device intermittently at any point. It was reported that the device went into standby mode and airflow was stopped after the spo2 value for the patient on the monitor dropped. A field service engineer (fse) went onsite and was unable to duplicate the issue. The fse was unable to duplicate the reported issue to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device went into standby mode and airflow was stopped after the spo2 value for the patient on the monitor dropped. The device was in use on a patient at the time the reported issue was discovered. Patient harm has been indicated. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device went into standby mode and airflow was stopped after the spo2 value for the patient on the monitor dropped. Further good faith efforts (gfe), yielded additional information stating that the patient was noted to have experienced a desaturation of peripheral oxygenation (spo2) from approximately 95% to 81% during the event in question. The device was in use on a patient at the time the reported issue was discovered. Patient harm has been indicated. Based on the information currently provided and available, the complaint record shall be escalated to a serious injury based on the patient metric values provided regarding the noted desaturation of spo2. Furthermore, device cause and/or contribution to the patient harm incurred cannot be refuted nor confirmed currently. It was reported that the device went into standby mode and airflow was stopped after the spo2 value for the patient on the monitor dropped. A field service engineer (fse) went onsite and was unable to duplicate the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.